Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2003 (B)(6). (B)(4).

Event description:
It was reported that there was a gradual increase in thresholds, high lead impedance, and a possible lead fracture in the right ventricular pacing lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.